Event description:
It was reported that the site is questioning the readings from the cardiomems sensor. The site reported the cardiomems readings were within their goal pressure range but that the patient was volume overloaded and was hospitalized for heart failure.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. This reported event was investigated for possible inaccurate reading. Based on the information given and backend log analysis, it was confirmed that the device was operating within the expected frequency range of 30-37.5 mhz. The sensor was operating at 33.6 and 33.8 mhz during the review of the applicable reading(s). A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that the site was questioning the readings from the cardiomems sensor. The site reported the cardiomems readings were within their goal pressure range but that the patient was volume overloaded and was hospitalized for heart failure. The patient was treated with diuretics and was discharged (B)(6) 2023. The site was retrained regarding setting goals and thresholds for the patient and the sensor was not recalibrated. It was later reported that the patient died on (B)(6) 2024 and the site confirmed that the cause of death was unrelated to the cardiomems device.